Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See additional information on h6 and h10. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The phenomena, ¿b30 error code¿ and ¿pin of connector bent¿, could not be confirmed and further information could not be obtained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The monthly analysis report was checked for 12 months, and there was no increase trend. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was not confirmed. Furthermore, the evaluation uncovered the following: contacts (connectors) look like they are bent, or damaged and olympus lamp life meter is reading over 500+hours, lamp life was expired. There were scratches on the front panel but does not affect the functional. The main power switch was up to date. The scope socket condition, fan was running, and air pressure tested ok. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, a b30 (scope communication error) occurred with multiple evis exera iii xenon light source. There were no reports of patient harm associated with this event. This is report #1 of 2 due to multiple events reported. Reference report patient identifiers (B)(6) for additional events reported.